Event description:
(B)(4). It further reported that the kinetix guide wire was used during a stenting treatment procedure. Pre procedure timi flow was 3. After resistance was encountered the physician advanced a 2.0x12 apex balloon for additional guide wire support. Even with additional support the kinetix guide wire was unable to cross the target lesion. While under fluoroscopy a class iiia perforation was observed in the mid portion of the target vessel. However, follow up images taken during the procedure down grade the perforation to class ii. Flow into the diagonal branch was sluggish with timi 2 flow due to the perforation. During the procedure the patient experienced st elevations. Cardiac enzymes indicated that the patient had experienced type 4a post procedural myocardial infraction. No treatment was provided for myocardial infraction. St elevations and chest pain resolved within an hour. It was previously reported that the procedure was not completed as the same device was not available. However, corrected information indicate the procedure was not completed due to this event. The patient condition was stable and the patient was discharged two days later on aspirin and prasugrel.

Event description:
(B)(4). It further reported that the kinetix guide wire was used during a stenting treatment procedure. Pre procedure timi flow was 3. After resistance was encountered the physician advanced a 2.0x12 apex balloon for additional guide wire support. Even with additional support the kinetix guide wire was unable to cross the target lesion. While under fluoroscopy, a class iiia perforation was observed in the mid portion of the target vessel. However, follow up images taken during the procedure down grade the perforation to class ii. Flow into the diagonal branch was sluggish with timi 2 flow due to the perforation. During the procedure, the patient experienced st elevations. Cardiac enzymes indicated that the patient had experienced type 4a post procedural myocardial infraction. No treatment was provided for myocardial infraction. St elevations and chest pain resolved within an hour. It was previously reported that the procedure was not completed as the same device was not available. However, corrected information indicate the procedure was not completed due to this event. The patient condition was stable and the patient was discharged two days later on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). (B)(4).

Manufacturer narrative:
Visual and microscopic analysis of the returned device revealed a slight bend approximately 5 mm from the distal tip. All components of the kinetix guidewire were intact. No other damage or irregularities were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, a vessel perforation occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed eccentric and de novo lesion was located in the mildly tortuous and mildly calcified diagonal artery. The lesion was 12 mm in length with a reference vessel diameter of 2.25mm. During advancement of the 185cm kinetix ptca guide wire resistance was encountered and a small vessel perforation was noted. The kinetix guide wire was removed and a high torque floppy guide wire was placed. Several balloons were unsuccessful in crossing the lesion to treat the perforation. After 10 minutes the perforation closed off on its own and no additional intervention was required. The patient received protamine to reverse the heparin. The patient had chest pain, but left in good condition. An echo cardiogram was performed and showed no blood in the pericardium. The procedure was not completed as the same device was not available. No further patient complications were reported and the patient status is ok. Patient will return later on an unspecified date to complete the procedure.

Manufacturer narrative:
(B)(4).